Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. At this time, the ICD remains in service. No additional adverse patient effects were reported.